Event description:
It was reported that the patient presented to the hospital after experiencing diaphragmatic stimulation. The left ventricular lead was successfully explanted and replaced on (B)(6) 2014. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.